Event description:
Full explant to static spacer of a chronically infected ts left knee. The patient had multiple ids.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5560-s-212; tri cemented stem 12mmx100mm; lot# 1129995k. Cat# 6197-9-001; simplex p with tobramycin 1 pack; lot# mkd084. Cat# 6191-1-001; simplex p full dose 1 pack; lot# rhd088; qty(B)(4). Cat# 5540-a-101; triath fem distal aug 5mm - size 1 left; lot# hg37r. Cat# 5541-a-101; triath fem distal aug 10mm - size 1 left; lot# geu3e. Cat# 5543-a-100; tri post augment sz1 5mm; lot# hxz4t; qty (B)(4). Cat# 5512-f-101; tri ts femur sz1 left; lot# heo4h. Cat# 5545-a-201; tri lm/rl tib aug sz2 5mm; lot# xl75172d. Cat# 5545-a-202; tri rm/ll tib aug sz2 5mm; lot# erhcl9d. Cat# 5521-b-200; tri ts baseplate size 2; lot# lbh9xa. Cat# 5560-s-212; tri cemented stem 12mmx100mm; lot# 1129995k. Cat# 6197-9-001; simplex p with tobramycin 1 pack; lot# mkd084. Cat# 6191-1-001; simplex p full dose 1 pack; lot# rkd131; qty (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience h3 other text : not returned to the manufacturer